Event description:
A report was received that the patient was experiencing discomfort with postural changes. The physician assessed that the discomfort due to the lead position in the high cervical region. The physician did not suspect device malfunction. The patient underwent an explant procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-70 serial #: (B)(4). Scs 70cm iii lead model #: sc-3138-35 serial #: (B)(4). Scs phiii ext 35cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.